Event description:
Meter was set to the incorrect unit of measurement. The pt reported obtaining an "18.4 mmol/l" on the reported meter, while experiencing sysptoms of shakiness, tired, and blurry vision. Pt decided to visit pt's physician due to pt's symptoms and elevated results. An hba1c test result of "105" was obtained prior to pt's appointment. The physician advised the pt to take 1 metformin tablet daily. A few weeks later, the pt visited physiccian's office and an a1c result of "103" was obtained. The physician increased pt's metformin regimen to 4 tablets daily and eventually to 5 tablets daily. The pt described developed cramps, feeling agitated experienced hot flashes, and feeling as though pt was going to pass out. The physician advised that the symptoms were due to the metformin regimen and decreased pt's 4 tablets daily. The pt did not have pt's meter present during pt's appointments. The customer care representative confirmed that the meter was previously set to the correct unit of measurement, there had been no trauma to the meter, and the battery had not been replaced. The pt mentioned that pt had changed the date and time the day prior to calling lfs; however, pt could not specify anything regarding the unit of measurement. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. Based on the information supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable due to change in the unit of measurement. Issue was not resolved through troubleshooting. The meter and test strips were replaced.